Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined. If additional information or if a device later becomes available, supplemental vigilance report(s) will be submitted at that time.

Event description:
The complaint/event occurred on an unspecified date and involved a ndehp ls 5.25in microb ext set. The complaint record stated that the clave popped off. There was no report of any human harm associated with this complaint/event.